Manufacturer narrative:
Country of origin is (B)(6). The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer complained of missing segments 'from the result elements' on the display. The previous memory readings confirmed that the segments were missing and could lead to misinterpretation of results as the numbers are incomplete and difficult to read.